Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer¿s current blood glucose 33.3 mmol/l. The customer reported that on the high blood glucose incident, there were air bubbles along the tubing length. The customer had experienced the symptoms such as trembling of extremities and weakness. The customer treated with the multiple dose insulin injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The reservoir will not be returned for analysis.